Manufacturer narrative:
Date of this report: (B)(4) 2015. Product evaluation: service and repair found the collar, nose, ball, bearing, o-rings and other parts worn. The device was thoroughly cleaned, parts replaced and device repaired, then successfully tested to specifications.

Manufacturer narrative:
Blank fields on this report are the result of information not being provided by initial reporter. This device is used for therapeutic purposes. (B)(4). The initial product inspection found that the 1-minute pre-repair temperatures of the device were: rear- 33.4c, middle- 36.3c, nose 64c. The bearings at the top (nose area) of the handpiece were covered with rust.

Event description:
It was reported, "overheating occurred when the reported visao high-speed drill was being used during a tympanoplasty procedure. The reported product was used continuously after this issue. No delay in the operation. No patient's complaints."